Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter facility name: infusystem inc - (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "no disposable alarm" and pump would not run. Patient reset reservoir volume (rv) prior to calling the hotline. Discussed removing the cassette and patient would prefer to contact clinic for earlier removal time if possible. Pump was turned off. Reservoir volume was 9 ml. Rate was 2.5, given was 106 ml. There was patient involvement, and no patient harm/adverse event reported.